Manufacturer narrative:
(B)(4). The lot was manufactured from june 22, 2014 to june 24, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was involved in an underinfusion incident. The drug being infused is unknown. The fill volume, infused volume, expected delivery time, and actual delivery time were not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.